Event description:
During a coronary procedure, the stent "watermelon seeded" forward on the lesion as the stent was being deployed. The physician had to use a second stent to adequately cover the entire lesion. There was no patient injury and the stent delivery system was returned for evaluation.